Event description:
It was reported that during a laparoscopic procedure, the device had damaged. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2024. D4: batch # unk. Additional information was requested and the following was obtained: "1. Could you please specify how the device was damaged. 2. Was the sleeve damaged?=>no. 3. Was the housing damaged?=>no. 4. Was there any insufflation issue?=>no. 5. Was there any seal damaged? =>the valve of the outer seal was damaged. 6. Any visible broken part?=>the valve of the outer seal was damaged. " attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2024. D4: batch # a9eg1c . Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the b12srt device was returned with no damage in the external components. A leak test was performed and the device was noted to leak inserting and removing the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No conclusion could be reached as to what might have caused the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.